Manufacturer narrative:
The t:slim x2 g5 pump user guide states: make sure your t:slim x2 pump and transmitter are within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the pump and transmitter were worn on opposite sides of the body. No additional patient information was available. Reportedly, the pump and transmitter regained connection.